Manufacturer narrative:
Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not allow customer to override bolus. Customer's blood glucose was 169 mg/dl. Tandem technical support reviewed pump data logs and verified that the prompt for remaining portion of bolus did not appear because the pump screen was not turned on in enough time. Customer maintained belief that the pump was not working properly.